Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Cause was not known. Customer's spouse called 911 and customer was transported to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, the customer lost consciousness, had a seizure and was in a coma for eight hours due to the bg level. Customer was treated with intravenous fluids of saline. The customer was released on (B)(6) 2025 with the issue resolved. System check with tandem technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy.